Event description:
It was reported that this unit will not turn on and the fuses melted into the power inlet module. There were signs of fire, burning, and charring as the fuse was melted in the power inlet module. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the unit would not turn on due to blown fuse in the power inlet module. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.